Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the lower left corner of the battery door was chipped out, found teflon shavings on the worm coupling, very old drive train parts and the serial number was not on display. A review of the event history log identified force sensor test error in the history. Functional testing was performed using the power up process and test force sensor reading. Unable to duplicate the force sensor at power up also performed force sensor calibration and passed. Unable to determine the intermittent of the force sensor calibration at low standard by customer. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the force sensor for preventive. UDI was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a force sensor failure ad was unable to calibrate to minimum range. No patient injury was reported.